Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("still so sore right now") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pallor ("pale essure had made my skin"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain and pallor outcome was unknown. The reporter provided no causality assessment for pallor and pelvic pain with essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('still so sore right now') and genital haemorrhage ('I went in for spotting/ I was bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: I had my hysto done three year ago. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pallor ("pale essure had made my skin"), skin disorder ("skin issue called spironolatone") and menopausal symptoms ("I was going into menopause"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, pallor, skin disorder, and menopausal symptoms outcome was unknown. The reporter provided no causality assessment for pallor and pelvic pain with essure. The reporter considered genital haemorrhage, menopausal symptoms and skin disorder to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received. Reporter added. Events I went to the for spotting/ I was bleeding and skin issue called spironolatone added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.